Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ak8155 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and suture was used. The suture broke during procedure. Another device was used to complete the procedure. There were no adverse consequences to the patient.